Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 726 mg/dl. For treatment, the patient was given intravenous (IV) of insulin and was given manual injection of pravastatin, levothyroxine of 100 mg each for blood clots. The patient was also prescribed sulfamethoxazole trimethoprim of 160 mg tablets to be taken 2 times a day for 5 days. The patient reported to have been dizzy, nauseous and frequent urination. The pod was worn between 4 and 24 hours on the leg, before being removed and discarded. The patient also had a urinary tract infection and was taken sluconazole of 150 mg.